Manufacturer narrative:
No event date information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for the treatment of parkinson¿s dual and movement disorders. The patient's daughter reported they felt like the ins was hot to the touch and hot to the patient. The caller stated the ins was changing normally but the ins was always hot even when not charging. The caller stated the ins was in the abdomen. It was reported no fall prompted the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the rep stating the cause was not determined. Troubleshooting performed was turning the ins off. It was reported the issue had been resolved.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the patient was scheduled for an MRI on (B)(6) 2018.